Manufacturer narrative:
This report is submitted april 09, 2018.

Event description:
It was reported that the patient experienced migration of the receiver/stimulator. Subsequently the patient underwent revision surgery on (B)(6) 2018, to have the device repositioned.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Per the surgeon, it was reported that the infection was treated with IV antibiotics. The infection has reportedly since cleared. This report is filed on september 27, 2018.